Manufacturer narrative:
The insulin pump passed the displacement test, rewind, basic occlusion test, occlusion test, prime test, and excessive no delivery alarm tests. The insulin pump was received with minor scratches on the display window, a cracked case at the display window corner, cracked battery tube threads and a cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call indicating that she had high blood glucose but hospitalized. Customer's blood glucose was 465 mg/dl. The customer is experiencing symptoms of nausea for 12 hours. Customer reported they have a backup plan available. The customer was treated with an injections. The customer is able to perform high pressure test and it was assisted and passed. The customer was advised to change entire set, reservoir and insulin and treat. The customer was advised to follow up with the healthcare provider concerning unexplained high blood glucose. The customer was advised that we are sending a replacement insulin pump. The customer was advised that the device appears to be working as designed and we will replace her device however this may not correct her high blood glucose problem.